Event description:
Per the clinic, the patient experienced all the electrodes as open circuit. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on april 28, 2023.